Manufacturer narrative:
30-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Couldn't reach the string to remove tampon... Had to go to the ER and have the doctor remove the tampon [foreign body in reproductive tract] shooting pain, soreness inside vaginal area. [Vulvovaginal pain] when I tried to remove the tampon, I couldn't reach the string to remove the tampon [complication of device removal] string in the tampon was half the size it should be [device physical property issue] consumer contacted via phone and stated that when she tried to remove the tampon, she couldn't reach the string to remove the tampon as the string in the tampon was half the size that it should have been. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Couldn't reach the string to remove tampon. Had to go to the ER and have the doctor remove the tampon [foreign body in reproductive tract]. Shooting pain, soreness inside vaginal area. [Vulvovaginal pain]. When I tried to remove the tampon, I couldn't reach the string to remove the tampon [complication of device removal]. String in the tampon was half the size it should be [device physical property issue]. Case description: consumer contacted via phone and stated that when she tried to remove the tampon, she couldn't reach the string to remove the tampon as the string in the tampon was half the size that it should have been. No serious injury was reported.